Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the leg. The patient's mother stated patient was at school on (B)(6) 2019 and called her to tell her that his leg really hurt. She told him to call his endocrinologist and was advised to go to the emergency room (ER). It was indicated that the sensor wire had broken off into the patient¿s thigh which was causing the pain. The patient¿s mother did not state when the sensor was removed from the patient¿s body. While in the ER on (B)(6) 2019, an ultrasound was performed and it did not show the wire, so x-rays were performed. The x-ray image result showed there were three sensor wires under the skin. It is unknown when the two additional wires had detached into the skin. The patient's mother stated the sensor would have to be surgically removed guided by x-ray. A date for surgery has not been scheduled and the patient was released from the ER and was advised to take advil for the pain. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional patient or event information is available.